Event description:
An impella cp was inserted via the femoral access site to support the 73 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was previously supported by inotropes, vasopressors, and a vent for respiratory needs. Other medical history was not shared. On the day after implant the access site was seen to be bleeding. The hemoglobin had dropped from 11g/dl to 8 g/dl and so the team began to treat/troubleshoot. They changed the dressing, evaluated the angle and observed the stick to be steep, held pressure, and gave blood products back to the patient. Of note the ptt was noted to be supratherapeutic. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The pump was explanted after 3 days. The case was reviewed and team did acknowledge the patient was moved/turned in the bed prior to the bleed occurring. The contribution of patient movement to the bleed can not be proven or discounted with information shared. The patient survived the wean and explant.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4 catalog, serial and primary UDI number were revised. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H11 the impella device was not returned, and the investigation has been completed. Investigation summary - anemia: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event/ major bleed: the cause of the bleeding was most likely use related because ptt was supratherapeutic at 139, dressing site redressed, stick was very steep, and patient movement noted during support, they are all use related factors stated per clinical.